Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet pump¿s sleep/wake button became intermittently unresponsive for about 20 seconds before the device powered on. The pump continued insulin delivery and issued alerts during these episodes, and the user performed a firmware update and shared a video demonstrating the behavior, while education was provided to change carry method. Customer care provided support that included review of user-provided video, device history and functionality review, and user troubleshooting and education. Investigation of this case revealed intermittent user interface unresponsiveness consistent with a potential device performance issue unrelated to temperature exposure, with continued therapy delivery indicating core pumping and alert functions remained operational. No reported adverse clinical effects reported. Outcomes included no interruption of insulin delivery, no alarms for overheating, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evidence and reproducibility.